Event description:
A customer reported that blood was observed to penetrate through the transducer protector of an infus bloodline being used on a system 1000 hemodialysis machine. It was reported that two transducer protectors were being used in series ans the blood did not penetrate though the second transducer protector. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during pt use.